Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded drive support disk. No compromised force sensor system alarm was noted. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked pump belt clips lot and missing end cap sticker.

Event description:
It was reported of a compromised force sensor system from the insulin pump. The customer's blood glucose reading was 11.8 mmol/l. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the motor does not detect the reservoir. The customer stated that the pump was not dropped or bumped. The customer will be sent a replacement pump.